Manufacturer narrative:
Updated: h6, h10. Corrected: g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image issue could not be determined, however, the issue was likely the result of damage to the image sensor or faulty component on the printed circuit board due to repetitive use stress, external factors and or user handling. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.6 checking the function in combination with related equipment". ¿inspection of endoscopic images¿ ¿1. Before inspection, wipe the endoscope objective with clean gauze moistened with ethanol. 2. Turn on the power of the video system center, light source unit, and endoscope video monitor, and check the endoscopic image according to the "electronic package insert" and "instruction manual" for each. 3. Adjust the amount of light to obtain a suitable brightness. 4. Observe the palm of your hand to confirm that there are no abnormalities such as noise, blur, or cloudiness. 5. Confirm that the endoscopic image does not momentarily disappear when the angle of the endoscope is set¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to a cut on charge-coupled device (ccd) cable and due to damage on the electrical-connector, the monitor showed a black screen with no image. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had a chip; grip was sticky; control unit had corrosion due to water leakage; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis lucera bronchovideoscope displayed no image on the screen during preparation for use for an unspecified procedure. There were no reports of patient harm or impact associated with this event.